Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the ventilator and verified the malfunction. The se replaced the graphic user interface (gui) printed circuit board (pcb) and updated the hardware on the backlight inverter printed circuit boards (pcbs). The current software was downloaded and the ventilator passed self-testing.

Event description:
Report received of ventilator with a loss of communications. The ventilator was not on a patient at the time of the event.